Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hiatal hernia surgical procedure in 2014 and mesh was implanted. A few months following the procedure, the patient could not swallow. On (B)(6) 2015 the patient underwent a surgical procedure. During the procedure, it was noted the mesh was adhered and "strangling" the esophagus. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent laparoscopic hiatal hernia and nissen surgical procedure on (B)(6) 2013 and mesh was implanted. Approximately 6 months following the procedure, the patient experienced reflux and could not swallow. The physician opined that a contributing factor to the dysphagia was retraction on the tissue zone of the implant. On (B)(6) 2015, the patient underwent exploration surgery which found some omental adhesions to the abdominal wall. During the procedure, it was noted the mesh was adhered and ¿strangling¿ the esophagus. It was reported that the gastroesophageal junction dissection adhesion was laborious due to the mesh adhesive process. Endoscopy was performed confirming injury on the muscle layer of the esophagus. Pyloroplasty was performed with omental patch and mesh resection was performed. A gastric tube was constructed, reinforced with suture. Witzel jejunostomy was performed with ivor lewis technique. It was reported that the patient is well and the problem is completely resolved with ivor lewis technique. (B)(4).